Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. According to the information provided by the technician, the nozzle units of air and o2 gas modules were broken and their replacement is necessary to resolve the issue. Identification of issue has been done by analyzing problem description and service report. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The device logs and the claimed part were not available for further analyze. Therefore, the root cause to the reported issue has not been determined.